Event description:
The customer reported that the unit would not sync during self test.

Manufacturer narrative:
The unit was evaluated at philips, and the reported symptom was duplicated. Replacing the bezel/keypad resolved the failure.